Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fail water leak test from cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: dark blurry image due to faulty charged coupled device and fail water leak test from cable due to tiny pin hole on cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the images of the subject device were too dark and they could not be used for cases. The event was identified during preparation for use. There were no reports of patient harm.